Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads from the same lot number. It was reported the patient was experiencing pain at the leads site where the patient also has a metal plate which was contributing to his pain. Patient wanted to have his leads repositioned to achieve pain relief from lead location. The patient was to meet with the physician regarding the issue.